Event description:
High shock impedance was reported on this lead, beginning in (B)(6) 2019. The lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted due to high shock impedances. No adverse patient events were reported. Upon receipt the lead was found cut 11 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 7 cm long medial fragment was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 7 cm proximal to the lead tip the insulation was found damaged and a conductor fracture was noted. This damage is assumed to be the root cause for the observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages like the cuts into the insulation 33 cm proximal to the lead tip, a segment of the of a conductor cable, that was found bound on the conductor cable leading to the ring electrode and retracted onto the conductors lumen as well as the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted due to high shock impedances. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.